Event description:
It was reported that the iris valve shredded during the case. There was no reported patient consequence.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.